Event description:
The customer reported that they were missing data on philips patient information center ix (pic ix) computer. The patient was admitted to (B)(6) with tele box (B)(6). There was no inoperative message (inop) on (B)(6) 2023 from 12:29 to 19:29. There was no inop on (B)(6) 2023 from 12:31 to 16:14. The patient was transferred to (B)(6) on (B)(6)2023 at 17:37. There is no visible data on the pic ix clinical audit logs for the time periods noted above. A philips senior software developer (ssd) reviewed the alarm audit log, and found the following: regarding " there is no inop on (B)(6) 2023 from 12:29 to 19:29": the audit trail does not show any alarms/inops between the following audit entries: (B)(6) 2023, 12:29:57, (B)(6) hospital, 273 spo2t 88 <90 ended. (B)(6) 2023, 19:28:40, (B)(6) hospital, 273 tele weak signal generated at 19:28:24. The system indicates that it was associated to the mx40 ((B)(6)) during this time period. There was no indication in any of the logs that there is a malfunction. Regarding "there is no inop on (B)(6) 2023 from 12:31 to 16:14": the audit trail indicates the following inop was active during this time period: (B)(6) 2023, 12:31:10, (B)(6) hospital, 273 spo2t sensor off generated at 12:30:59. (B)(6) 2023, 17:09:12, (B)(6) hospital, 273 spo2t sensor off ended. By default, there is an inop reminder for this inop, but it can be disabled in configuration. No spo2 alarms will be generated, when the sensor is off. Additional information was received from a philips clinical specialist (cs) on 14aug2023, which indicated that the patient may have died four days after this issue occurred. According to the cs, the patient was very unstable before the ¿period of no data or alarms being captured in the PICC ix clinical audit log¿ for the two days in question. The patients spo2 values were low during the time of the missing data. On day two post data gaps or per the findings, ¿no events occurred¿, the patient was urgently admitted to the intensive care unit (ICU) with low spo2 values, the patient remained in the ICU, until their demise 4 days later. The customer management team said the patient went home doing well, but a staff nurse informed the cs that the patient had died. As the patient outcome is unclear at this time, and it is unknown if the device was a contributing factor in a possible patient death, out of caution, this will be considered a reportable event. Clarification has been requested.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple attempts were made to obtain clarification if the device was a contributing factor in a possible patient death. No response was received from the customer to these requests. No further action is required at this time. If additional information is received, a supplemental report will be filed.